Manufacturer narrative:
(B)(4)

Event description:
It was reported "the anti-reflux valve of the balloon does not work properly and does not stop bleeding, a new device was opened." There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). A representative sample was returned to teleflex for the investigation. The reported complaint of leak suspected is not confirmed. Although, the root cause of the complaint remains undetermined the returned device passed visual and functional test specifications. No further action required at this time.

Event description:
It was reported "the anti-reflux valve of the balloon does not work properly and does not stop bleeding, a new device was opened." There was no report of patient death, serious injury or complications.